Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak under the coulter lh 750 hematology analyzer. Customer was unable to locate the source. The material safety data sheet (msds) was not reviewed. The lab's exposure control/risk management plans are in place at the facility. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection and gloves. No one came in contact with the fluid. Medical attention was not sought. There was no report of exposure to mucous membrane or open wounds. No one was splashed or sprayed. There was no effect to patient results reported as a result of this event. There was no report of death, injury or change to patient treatment attributed or associated to this complaint.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) spoke to the customer via telephone. The customer had found that the drain tubing at the base of the needle cartridge was kinked and not draining properly. The customer un-kinked the tubing, and there was no further evidence of leaking. Root cause for the leak was a kink in the drain tubing at the base of the needle assembly. (B)(4).